Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient reported to the emergency room after experiencing several shocks. Upon interrogation it was need that several anti-tachycardia pacing (atp) therapies had been delivered along with 14 shocks. Boston scientific technical services (ts) reviewed the electrogram (egm) and stated the presenting rhythm appeared to be atrial fibrillation (af) with rapid ventricular response, but that there were dual arrhythmias thus making it difficult to determine if therapy was appropriate or inappropriately administered. It was further noted that therapy had accelerated the arrhythmia to ventricular tachycardia (vt) and ventricular fibrillation (vf) in several episodes. No adverse patient effects were reported. The field representative noted that a field representative was not called to the hospital to interrogate the cardiac resynchronization therapy defibrillator (crt-d). The device remains in service.